Event description:
It was reported while in use on a patient, an 840 ventilator was turned off or shut down. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. It was stated that when the nurse looked at the device the on/off switch was in the off position. The biomedical engineer stated no errors codes were noted in the logs. The biomedical engineer will investigate this matter further. Biomed called stating that nothing is wrong with this 840 vent; it was determinate that somebody turns this vent off. It was reported that no further investigation is required